Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the implant. The lv lead was implant and then dislodged during the same procedure. The lead was removed from the body for flushing. A stuck clot was noted on the lead. The lead was replaced. The patient was stable post-procedure. The lead was disposed and will not be returned.